Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was not able to verify the original customer complaint. The returned attachment was tested by manufacturing personnel and did not meet specification for cap temperature and current draw test. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 35.6°c and 39.8°c under load testing with coolant spray on. These temperatures did not exceed specification. Microscopic evaluation revealed minor gear wear on the head-tail and head assemblies. Debris was observed inside the cap cavity and cap end bearing components. Evidence was found of the set coming into contact with the interior of the cap cavity during use which would have created friction within the head cavity and may resulted in temperature increase.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.